Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred following implantation of a (B)(4) intraocular lens (iol). The distributor in their notification to rayner stated that the healthcare professional had observed the development of deposits on the lens seven years post-operatively. For further information, please refer to rayner intraocular lenses limited's MDR 9611165-2014-00035.